Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed pressure transducer. During evaluation, it was confirmed that the unit was not filling properly. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the they were unable to fill the arctic sun device, they stated that they had already replaced the circulation pump and it still would not fill. They were not interested in further diagnosis, they just wanted to return it to the depot. Per additional follow up received, stated that the device was turned on and off, and the issue persisted. Per sample evaluation results received on 28dec2023, it was reported that the several bolts throughout the lower bracket were missing. It was stated that there was no bypass flow. It was also stated that decontamination technician noted control panel touch not functioning. The tank seals lifted from tank.